Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having problems with the battery and it wasn¿t working as well as it used to. It was clarified that she did not mean the stimulator wasn¿t working but it was not holding a charge. The patient mentioned her implant was not even holding a charge for 48 hours and would only last 24-36 hours. The patient had contacted her healthcare provider who told her to contact a manufacturer representative to check the programming. The patient noted she had not changed the programming since she got the device. The indication for use was non-malignant pain. No patient symptoms reported.